Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for surgery due to a routine generator change. It was noted that the right ventricular lead exhibited loss of capture and unacceptable thresholds. The lead was capped 07/10/2018 and replaced. The patient was stable before and after the procedure.